Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Approximately 2 years and 1 month post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents with severe paravalvular leak (pvl) that appeared to be leaking underneath the valve, and severe aortic stenosis (as) with a peak gradient of 118mmhg and a mean gradient of 69mmhg, which was noted on tee. The valve appearance by CT showed that the valve was placed superior to the aortic annulus. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve placed lower. The tte, at the time of procedure, showed a peak of 97mm and a mean of 45mm. Post procedure, there was no pvl noted, and tte showed a gradient of 17mm peak and 10mm mean. The patient was discharged without any complications.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences as it remains implanted. As a result, no visual inspection, functional testing and dimensional analysis were able to be performed. No relevant imagery/medical records were provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the events for paravalvular leak (pvl) and increased gradients were unable to be confirmed, a lot history review is not required. The instructions for use (IFU) were reviewed for guidance/instruction involving valve and delivery system usage. Per the IFU, accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. In addition, valve stenosis and paravalvular leak are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for paravalvular leak (pvl) and increased gradients were unable to be confirmed as relevant imagery/medical records were not provided for evaluation. Review of the DHR provided no indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'approximately 2 years and 1 month post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents with severe paravalvular (pvl) that appeared to be leaking underneath the valve, and severe aortic stenosis (as) with a peak gradient of 118 and a mean gradient of 69mm, which was noted on tee. The valve appearance by CT showed that the valve was placed superior to the aortic annulus. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve placed lower. The tte, at the time of procedure, showed a peak of 97mm and a mean of 45mm. Post procedure, there was no pvl noted, and tte showed a gradient of 17mm peak and 10mm mean'. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Per even description, there was severe aortic stenosis. In this case, available information suggest that patient factors (stenosis) may have contributed to the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it was reported that 'the valve appearance by CT showed that the valve was placed superior to the aortic annulus'. If the valve was implanted too high, it could compromise the seal between the pvl skirt on valve and the aortic annulus, leading to paravalvular leak. In combination with changes to cardiac structure overtime may worsen the pvl. While a definitive root cause was unable to be determined, it is possible that patient factors (cardiac remodeling) and/or procedural factors (valve implanted too high) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.